Event description:
It was reported to vyaire medical that the avea ventilator cannot achieve the specified positive end-expiratory pressure (peep) of 20. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer requested calibration codes and stated that if the device could not be repaired, they would likely retire it in favor of purchasing new ones. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.